Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: investigation summary: received one unused iag 20ga unit in sealed package from the lot number 6061736. Observed there was no mechanical/physical damage to any of the components (spring, needle, hub, or grip) or evidence of adhesive on the button or hub. Performed the hub twist test then depressed the button. The retraction was successful, no delayed reaction was observed. Investigation samples(s) meet manufacturing specifications: yes, the returned unit provided for evaluation met and performed per the required manufacturing specifications. Was the device used for treatment or diagnosis? Treatment. Conclusions: the defect needle retraction failure, as stated in the description of the complaint was not confirmed with the returned unit. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the incident report could not be confirmed or replicated with the returned representative unit. The actual unit described in the incident report was not returned for evaluation. Did the evaluation confirm the customer¿s experience with the bd product? No; the customer experience was not confirmed based on the evaluation and testing that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? No; reproduction of the customer¿s experience was not achieved with the testing performed on the returned unit. Relationship of device to the reported incident: indeterminate. Comment: there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. Root cause could not be determined with the investigation for this incident. A formal corrective action will not be initiated at this time. A manufacturing related root cause could not be identified. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that the needle on a bd insyte¿ autoguard¿ shielded IV catheter failed to retract post use. There was no report of injury or medical intervention.